Manufacturer narrative:
Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating imaging was completed and it could not be determined if anything was wrong. The caller stated impedances were high as originally noted. It was noted that surgical intervention occurred (B)(6) 2020 and it was confirmed that both extensions were broken off at the battery/ extension connection site. The sutures came undone and the battery turned, which caused the extensions to break. The patient received a new battery and 2 new extensions. The explanted components were to be sent back.

Manufacturer narrative:
Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: conclusion code updated from 11 to 4310 for extensions (pli 20 <(>&<)> 30) based on additional investigation activities. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the oor messages were still happening. They met with their healthcare provider (hcp) and they saw high impedances on the left side. X-rays were ordered to determine if there were any lead breakages. None were seen. The high impedances were thought to be the cause of the oor. The hcp could not do anything and it was stated the patient was extremely disappointed with deep brain stimulation (dbs). They were not sure of any future steps as they now live 600 miles from the hcp they saw and the doctors are booked for months where they are now.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of ins (s/n (B)(6)) found no anomaly. Analysis of extension (s/n (B)(6)) found three conductors were broken off at the distal edge of the #0 connector and one conductor was broken 1.8 cm from the #0 connector due to severe twisting of the extension. The portion of the extension proximal to the transition crimp sleeves was severely twisted and the outer insulation broke at the distal edge of the #0 connector. Analysis of extension (s/n (B)(6)) found the outer insulation and all the conductors were broken off at the thermal bond 0.7 cm from the #0 connector due to severe twisting of the extension. The portion of the extension proximal to the transition crimp sleeves was severely twisted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had high impedances on the left side of their body with impedances at 16000 ¿ 18000, except for 0 which was at 3868. On the right side the values were all 6800-7900+. The caller said there had been no falls or trauma, but the ins felt like it slid down in their body. Prior to this therapy was working well. The caller stated that the left side started in sep and the right started in december. Technical services reviewed imaging was the next step and possibly programming contact 0. They also mentioned seeing oor today. Additional information received stating an x-ray was done. The caller didn¿t see any issues with lead/extension connection. They wanted to know if the agent could read the x-ray and reviewed, they could not read the x-ray. Additional information was received clarifying that the oor was caused by the elevated impedances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs (deep brain stimulation) therapy indications. It was reported that an out of regulation (oor) error was seen last night when turning stim on/off. They said they aren't raising stim, but they turn stim off at night and find the message when trying to turn stim on or off. This morning, they said they didn't feel it tingle like it normally did and they were still shaky. On the call, the patient was instructed to turn stim off and on. It said on and ok, but the patient said they weren't feeling effects from dbs. The meaning was reviewed and potential indications of the error message: potential system issue and high use parameters. There was no trauma or falls reported to be related. It was reviewed how to bypass the oor. Physician locator was sent to the patient. Additional information received from a consumer indicated they were receiving an oor message daily. The issue had not yet been resolved, but they had an appointment with their healthcare provider (hcp) on oct 29th.